Event description:
It was reported that during a sacral biopsy, difficulty was encountered screwing the needle into a dense lesion. When unscrewing the needle, the hub broke off. A superficial cut was made & the indwelling needle was removed with pliers. No further complications were reported.